Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During the vt/pvc procedure, it was noted that the tip of the catheter was fractured. The catheter was removed, and it w as noted that it had fractured sometime during insertion or during the case itself. The procedure was completed using the same catheter with no adverse consequences to the patient.